Manufacturer narrative:
H2) device evaluation: h3, h6: per the investigation the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was actually not duplicated. The accurate test passed successfully within 6%. The pump was found to be in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative updated the software.

Event description:
It was reported that the pump was above the parameters, and the pump did not pass precision test. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to be in good condition. The manufacturer representative inserted two batteries to power up the device, and the pump lcd display was missing pixels. The cause of the customer reported problem was the lcd display was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the lcd screens and updated the software.